Event description:
Customer called stating that they have green verif, calib, & verif, but etrak 2500l system is not tracking. Asked surgeon to touch nosepad. System began tracking, but accuracy appeared off >10mm. Upon checking bb on headset surgeon described similar inaccuracy.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep asked surgeon to touch nosepad. System began tracking, but accuracy appeared off >10mm. Reiterated need to properly attach transmitter to headset by using alignment pegs to ensure proper attachment.